Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 409 mg/dl. The customer's blood glucose was reported when he was calling to have a broken belt clip replaced. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.